Manufacturer narrative:
Corrected data: upon further review, it was concluded to update device code from "unspecified/other..." To "no reported device problem" code. Therefore, a correction MDR is submitted to correct device code 3191 explanation in h10 reported in the initial MDR report. The correct explanation should have been "no reported device problem" code. Section h6: medical device problem code: 3191 - no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that surgeon is dr. David freeman, patient is male, date of birth is (B)(6) 1992 (28 yrs. Old). Implant date was (B)(6) 2021. For the right eye. The following fields have been updated: section a2: age/date of birth: 28 yrs.old/ (B)(6) 1992. Section a3: gender: male. Section d6a: implant date: (B)(6) 2021. Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint was received from this production order. But no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted because the customer was unhappy with the iol. No other information was provided.